Event description:
The pt was admitted for an elective coronary angiogram. The target lesions were the 1st diagonal, proximal left anterior descending and the mid left anterior descending artery. The lesions were de novo, concentric, ostium and bifurcated. Aha/acc classifications of the vessel were type c. The lesion length for the 1st diagonal was 15mm and vessel diameter was 2.5mm. The lesions length for the proximal and mid left anterior descending was 15mm and vessel diameter 3.5mm. Pre-dilation on the 1st diagonal was conducted with a balloon 2.5/15mm at 12atm for 30 seconds. A cypher stent 2.5/18mm was implanted at 18atm for 30 seconds. Then, to treat the proximal and mid left anterior descending, pre-dilation was conducted with a balloon by kbt (details unk). Then, a 2nd cypher stent 3.5/18mm was implanted at 18atm for 30 seconds at the lesion by crush stenting. Post-dilation was conducted with a high-pressure balloon 3.5/15mm for 30 seconds (pressure unk). Ivus was conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 0%. Act was not measured.

Manufacturer narrative:
Cont: two weeks following the index procedure, the pt complained of chest pain after climbing a mountain. The pt was brought to the hosp and a coronary angiogram was conducted and thrombus was observed inside the implanted cypher at the 1st diagonal artery. Poba was conducted with a balloon 2.5/6mm. Inflation time and pressure was unk. Aspiration was conducted and then poba was conducted again with a balloon 2.5/14mm. Inflation time and pressure was unk. Cardiac rehabilitation and anti-platelet therapy was conducted. The pt was in stable condition. Twelve days later, the pt was discharged from the hosp. Physicians comment: the cause for the thrombosis event was because the pt became dehydrated during climbing the mountain. Please note that this device (cjs18250/lot i0206030) is distributed outside the united staes; however it is similar to the united states product cxs18250. The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.